Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 63mg/dl; cause was unknown. Customer was treated with intravenous fluids and sugar to address bg; reportedly the customer could not recall the type of fluids were given. Customer was discharged the next day, (B)(6) 2026 with the issue resolved and no permanent damage.